Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 95% stenosed, mid left anterior descending artery. After predilatation was performed, a 3.0x28 mm non-abbott stent was deployed. The nc trek balloon was flushed successfully for use for post-dilatation; however, the attempt to inflate the balloon failed. A new nc trek of the same size was used successfully to complete postdilatation. The coronary intervention ended with a good result with timi flow 2 to 3. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon catheter was returned with no blood or contrast present. There was a pinhole rupture in the balloon over the distal marker and no visible scratches. A review of the complaint database found no similar events with this lot number. An expanded related record review and investigation was conducted and found this issue with the highest probability for contribution related to manufacturing. Procedural updates were made to optimize manufacturing processes. Further assessment of this issue per site operating procedures are continuing and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ii; guide cath: 6f xb3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.